Manufacturer narrative:
D2b: the FDA product code fds (gastroscope and accessories, flexible/rigid) has been provisionally selected for this report. The reported issue was identified in connection with a blockage observed in the internal channel of a gastroscope. The product classification may be revised once additional information regarding the specific model involved becomes available. D4: model #: unknown. D4: serial #: unknown. D4: primary unique device identifier (UDI) # is unknown. G4: the model name is unknown, so the 510(k) number is unknown. Pentax medical america sent a request for additional information to the site contact on 19-jul-2025. As of the date of this report, no response has been received. The following questions were included in the inquiry regarding the 16 potentially affected endoscopes (model names and serial numbers to be confirmed): gfe questions: was the procedure for treatment or diagnostic purposes? - was the product in question used to complete the procedure? Yes / no. A. If no, was a different or similar product used to complete the procedure? - was the patient recalled for further screening? Yes / no. A. If yes, when and what were the results (dd/mm/yyyy)? B. If no, will the patient be recalled for further screening? - what is the current status of the patient? - was the product removed from circulation immediately after the failure/event occurred and subsequently called in for service/replacement? Yes / no. A. Device current location and status? Investigation is in-process. If additional information becomes available, a supplemental report will be filed with the new information. The following potentially contaminated endoscopes are associated with this event and have been reported under separate MDR numbers: 9610877-2025-00155_scope_serial unknown_endoscope possible contamination. 9610877-2025-00156_scope_serial unknown_endoscope possible contamination. 9610877-2025-00157_scope_serial unknown_endoscope possible contamination. 9610877-2025-00158_scope_serial unknown_endoscope possible contamination. 9610877-2025-00159_scope_serial unknown_endoscope possible contamination. 9610877-2025-00160_scope_serial unknown_endoscope possible contamination. 9610877-2025-00161_scope_serial unknown_endoscope possible contamination. 9610877-2025-00162_scope_serial unknown_endoscope possible contamination. 9610877-2025-00163_scope_serial unknown_endoscope possible contamination. 9610877-2025-00164_scope_serial unknown_endoscope possible contamination. 9610877-2025-00165_scope_serial unknown_endoscope possible contamination. 9610877-2025-00166_scope_serial unknown_endoscope possible contamination. 9610877-2025-00167_scope_serial unknown_endoscope possible contamination. 9610877-2025-00168_scope_serial unknown_endoscope possible contamination. 9610877-2025-00169_scope_serial unknown_endoscope possible contamination.

Event description:
On 26-jun-2025, pentax medical became aware of an event involving multiple pentax medical video endoscopes (16 units; model and serial numbers unknown) in idaho, united states. During the pre-use inspection of the endoscope, the air flow rate was found to be significantly reduced. As a result of an on-site investigation conducted by a pentax medical representative, it was found that the o-ring of the channel separator (2-8-539) used in the automatic endoscope reprocessor (aer / steris advantage plus) had deteriorated and was damaged, and fragments had entered the air/water channel of the endoscope and clogged the nozzle. It was reported that 16 pentax medical endoscopes had been reprocessed using this aer, raising a concern that reprocessing may have been inadequate. There was no report of patient harm. This event meets the requirements for FDA reportability; however, submission of this report does not constitute an admission that medical personnel, user facility, importer, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Correction information: b4: date of this report - updated. G6: follow up #1. H2: if follow-up, what type? - updated. The initial MDR (MFR report #9610877-2025-00170) is retracted. The MDR was submitted in error due to an incorrect system entry and is being withdrawn.

Event description:
This follow-up report is submitted to retract the initial MDR (MFR report#: 9610877-2025-00170) as it was determined that the report was submitted due to an erroneous system entry. The MDR submission is not applicable.